Event description:
The customer reported the au480 analyzer had intermittently generated erroneous high ise (ion selective electrode) results for sodium (na), potassium (k) and chloride (cl). There was no change in patient treatment in association with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. To resolve the issue, the fse rebuilt the ise module including replacing ise tubing, the ptfe tube, valves, ref electrode block, na electrode, k electrode, sample pot, mixing bar, syringe case, s syringe, and r syringe. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided.